Event description:
It was reported that the user experienced high blood glucose indicated as ¿high¿ on a fsl3+ cgm for approximately one hour while using an ilet system with a teflon infusion set on the right abdomen after consuming sweet tea and not entering a meal announcement for carbohydrates over 20 grams. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included transient elevated glucose without lasting health impact. Investigation included troubleshooting and user education on meal announcements for carbohydrate intake. Investigation of this case revealed that the device functioned as designed and that the high glucose resulted from a missed meal announcement and carbohydrate intake, with no infusion set or device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction, specifically a missed meal announcement, was the cause.